Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Event description:
The affiliate reported: cod14-14. Following a cat, the surgeon noted that in correspondence of the hole drill (where it was placed the bolt, a wire), there was a piece of microsensor inside patient's parenchyma (it seemed the tip of the sensor). By having a look at cat, it's not possible to verify if the wire and the fragment are connected each other. The removal of sensor happened aboui 2 months ago and no issue was reported. No injury to the patient is reported. Since the fragment is MRI compatible, the surgeon wouldn't like to take a second intervention. (After use on patient)